Event description:
It was reported that this left ventricular lead exhibited high pacing thresholds and loss of capture. The patient underwent x-rays and a lead revision is planned for the near future. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. This lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this left ventricular lead exhibited high pacing thresholds and loss of capture. The patient underwent x-rays and a lead revision is planned for the near future. At this time, this lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this left ventricular lead exhibited high pacing thresholds and loss of capture. The patient underwent x-rays and a lead revision is planned for the near future. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. This lead is expected to be returned for analysis.